Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00594).

Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6), 2006. A revision was performed on (B)(6), 2011 due to alleged pain and clicking. Review of invoice history confirmed procedure dates. During revision, the modular head, taper adapter and femoral stem were removed and replaced. Patient reports the cup was well fixed and remains implanted. This report is based upon allegations set forth in patient's complaint and the allegations contained therein are unverified.